Event description:
It was reported that during a laparoscopic low anterior resection, the cutter cut but did not staple. The doctor indicated that the staples were present just unformed. Case completed with another device of the same product code. Pt received blood intra-op and anastomosis had to be hand sewn. The pt is fine.